Event description:
The pt had a tracheotomy performed on (B)(6) 2010. On (B)(6) 2010, the pt was progressing and was off the ventilator. Speech pathologist was going to change out the cuffed trach to a normal trach when the problem was detected. The pathologist advised that she was going to attempt placement of a passy-muir valve (pmv) and this required the trach cuff to be deflated. This is done using a syringe to pull the air out of the cuff through a port on the cuff. When she extracted the air, she noted the cuff began to re-inflate. It did not pressurize, but did return to its normal inflated shape. She advised that they later discovered a hole in the cuff. The trach was removed and the pt had a regular trach inserted at bedside. There was no injury and the care progressed appropriately other than the cuffed trach not deflating.